Event description:
It was reported that during a cholecystectomy procedure, the clip twisted and damaged the cystic resulting in insignificant bleeding. Another device was used to complete the case.

Manufacturer narrative:
Info anticipated, but unavailable at this time.